Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient was alert in the intensive care unit. Hemodynamics were initially stable but that evening (a few hours later, around 2300 hour) there was bleeding from a drain and the patient went into cardiac arrest. Cardiopulmonary support was initiated. Reoperation was performed and the patient was diagnosed with a type iii perforation of the left ventricle. The valve was explanted and replaced with a mechanical valve and an attempt was made to suture a patch over the perforation but this was unsuccessful. Subsequently, the patient died the following morning. It was reported that the physician believed the stent post of the mosaic valve perforated the ventricle. No anomalies of the explanted valve were noted. The valve will not be returned. Autopsy confirmed a type iii perforation of the left ventricle.

Event description:
Medtronic received information that a couple of hours following the implant of this bioprosthetic valve, patient hemodynamics were compromised. Reoperation was performed and the valve was replaced with a mechanical valve. During reoperation, a perforation of the left ventricle was observed. Subsequently, the patient died. It was reported that the physician believed the stent post of the mosaic valve perforated the ventricle. The cause of death was not reported. The valve will not be returned. No additional information is available.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient was alert in the intensive care unit. Hemodynamics were initially stable but that evening (a few hours later) there was bleeding from a drain and the patient went into cardiac arrest. Cardiopulmonary support was initiated. Reoperation was performed and the patient was diagnosed with a type iii perforation of the left ventricle. The valve was explanted and replaced with a mechanical valve and an attempt was made to suture a patch over the perforation, but this was unsuccessful. Subsequently, the patient died. It was reported that the physician believed the stent post of the mosaic valve perforated the ventricle. No anomalies of the explanted valve were noted. The valve will not be returned. Autopsy confirmed a type iii perforation of the left ventricle.

Manufacturer narrative:
A change was made to implant date. (B)(6). (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned to medtronic for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).